Manufacturer narrative:
The impella 5.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy. During support, the patient pump unexpectedly fell out of the ventricle and prolapsing on itself. A snare was required to straighten the pump and remove in one piece. A new impella was placed without further issue.